Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and thick and prolapsed anterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. Post deployment, the clip had single leaflet device attachment(slda) from the anterior leaflet. Additional clip was deployed for stabilization of slda clip. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the available information, the reported single leaflet device attachment (slda) appears to be related to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.